Manufacturer narrative:
The main component of the system and other applicable components are: product ID :neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care provider (hcp) of a clinical study reported stimulation side effects during a trial. One day post trial the patient presented to the emergency room with increased pain, loss of sensation in the left lower extremity, urinary retention, and headache. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure or programming. Interventions were performed. Medications of flomaz and gabapentin were administered. Catheter was inserted and one of the trial leads were removed. Two days later on (B)(6) 2015 the second trial lead was removed. The outcome was reported as resolved without sequela on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device. Product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device.

Event description:
Additional information from the healthcare professional of the clinical study reported that it was not specified which lead was removed on which date. The model number and serial number of the ens was not recorded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. It was reported that patient's relevant medical history includes multiple back operations, depression and back pain with leg pain.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.